Event description:
The customer ran a blood glucose test on her contour ts meter and then again on her husband's contour. The difference between the readings was 60mg/dl. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call ended before further information could be obtained.

Manufacturer narrative:
The call ended before the product information could be obtained. It's not possible to determine the manufacture date without the product information.